Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14403. Related manufacturer reference number 1627487-2022-02856. Related manufacturer reference number 1627487-2022-02857. It was reported that system diagnostics recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. During the procedure, the physician noticed that one of the swift anchors was fractured. The physician was unable to removed, the procedure was successfully completed, and effective therapy restored. It¿s unknown which swift lock anchor was fractured, and both are being reported.